Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value is unknown. It was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. Customer was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. She changed the reservoir and insulin pump did not alarm no delivery with manual prime. It was advised that changing the reservoir resolved the issue. The reservoir would not be replaced or returned for analysis.